Event description:
Pt having right total knee arthoplasty. Surgeon using saw and bone cracked. Physician documents "the saw broke causing a small crack in the lateral femoral condyle, which was not in the weightbearing and did not seem of any consequence."